Event description:
The customer called to report a motor error alarm. The customer stated that the insulin pump was exposed to a CT scan. Troubleshooting was performed and the insulin pump did not pass the displacement test. The customer was advised to revert to a back-up plan and discontinue using the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned. But not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.